Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "partial deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold and an opening curved on posterior. A leak test and microscopic analysis were performed which identified wear abrasion, a fill channel crack, and a sharp opening on the posterior due to an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness is within specification.

Event description:
Healthcare professional reported a left side "partial deflation." Device has been explanted.

Event description:
Device has been explanted.